Event description:
During a supraventricular tachycardia procedure, there was an impedance issue with the generator resulting in a delay. When attempting to deliver rf energy with the ablation catheter, the impendence would jump from mid 80¿s to greater than 250ohms and could not deliver therapy. The impendence pads were repositioned and then replaced, and the catheter was exchanged with no resolve. The generator was then exchanged which allowed for rf energy to be delivered. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ampere¿ rf ablation generator was received for evaluation. A visual inspection of the returned generator confirmed that all connectors, switches, and labels were intact and showed no signs of physical damage. All mounting hardware was secure, and the exterior chassis exhibited normal wear consistent with routine use. The unit powered on normally, completed the power-on self test (post), and no anomalies were observed. The generator was tested on an ampere test bed system to check the unit¿s functionality. Evaluation testing included catheter identification for both irrigated and non-irrigated types, temperature and resistance simulations, and timing functionality checks. All tests were completed successfully, with the generator accurately tracking and displaying all simulated values. A known-good remote was connected and verified to function correctly, and the foot switch was also tested with successful results. No log files were available for review corresponding to the reported event date. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as the returned ampere generator functioned as anticipated, with no anomalies identified that would result in the reported complaint. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.